Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient mentioned that when they go to the airport, they have a bad time and they turn the stimulator off but when going through tsa the pts ins would turn itself back on through the airport scanners and if they wait too long, they get shocked for it would pull on the nerves. Pt noted that even if they got 50 feet to the airport scanners, they got shocked. Patient said that they flew the end of (B)(6) 2012 and they've flown many times since then and they weren't sure if it was their body that was getting shocked or if it could just be that their body was so sensitive to it. Agent redirected patient to their healthcare provider to further address the issue. Pt noted they have not been on pain meds since after 3 months they got the ins in 2011 for they loved it.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97715 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2020; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.